Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the therapy delivery test failed during operational tests. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the xl+ device failed therapy delivery test during operational testing. There was reportedly no patient involvement. Philips remote service engineer (rse) evaluated the device and it was determined that this was a malfunction of the therapy capacitor, of which a replacement was recommended. The customer ordered a replacement therapy capacitor to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.